Event description:
It was reported the sheath had to be switched out during the procedure due to clotting off. In turn, the doctor gave the pt heparin. Prior to the sheath exchange the pt began to experience a dry hacking cough that later changed to a wet sounding cough. By the end of the procedure a small amount of blood was found at the pt's mouth. The doctor felt the issue was more pulmonary edema related than hemoptysis. As a result, the pt received lasix while she was in recovery. Blood work and a CT scan were ordered and the pt was transferred to the ICU. The CT scan results came back negative and the pt was discharged the following day.